Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the equipment is sparking. The customer did not report where the device was sparking. There was no report of patient involvement.